Event description:
N/a

Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability removing the lock line was due to the observed knot in the lock line; however, a definitive cause for the knot cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A xtw mitraclip (lot: 31106r1083) was chosen for implantation. The physician pulled on the lock line quickly and one end went into the lever and then stopped. The end of the lock line that went into the lever was not visible. The lock line was then jammed and unable to be removed. The clip was removed and two replacement mitraclip were implanted successfully, reducing mr to grade 1. There were no patient consequences or clinically significant delay.